Event description:
The pt was very ill. Blood was noted in the inner lumen and the iab was removed. A second iab was inserted into the pt. No alarms sounded from the pump. On 6/4/98, the following was reported to datascope: the balloon believed to have leaked. Poor augmentation was noted with loss of trigger. Blood was noted in the iab sheath near the insertion site. The iab was removed from the pt and another was inserted. Upon inspection of the removed iab, no blood was noted within the catheter tubing. There was no pt injury or complication as a result of the event on 4/22/98. The pt's status after the event remained critical. [Event complications]: unk-reported 4/23/98; none-rptd 6/4/98. [Pt's current status]: critical-rpt'd 6/4/98.

Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product. (This follow-up MDR was mailed to the FDA on 6/19/98).